Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (tes non-functional) has been confirmed. Upon investigation the electrode belt was unable to complete essential performance testing. The cause for the failure was a pinched wire on the rear therapy pad #1. The root cause for the damaged wire was excessive force. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that an electrode belt had non-functional tes.